Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number: 8010042-2023-01487.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).